Manufacturer narrative:
In previous report, the manufacturer captured incorrect information in box e. The following correction has been updated in this report. In box e: reporter country has been corrected.

Event description:
The manufacturer received information from customer in reference to a ds2adv auto CPAP with an allegation of service required and will not turn on. There was no report of serious injury or harm. There is no medical intervention was specified. The device was returned to the third-party service center. During evaluation and observed the 1142687-431 ds2 reusable pollen filter by service 1149563-431 dreamstation2 blower contaminate. Ed 1149561-431 ds2 blower outlet seal/isolator kit contaminated 1149569-431 dream station 2 blower box kit contaminated 1149571-43 1 dream station 2 iso port kit, plus contaminated 1149612-431 dream station 2 auto CPAP advance w/modem, dom, pca with damage 11428 36-431 ds2 inlet/outlet seal contaminated 1149560-431 dream station 2 ui bezel plus with physical damage. Pca burn. The customer complaint was reproduced. There were multiple errors have been identified. The device was scrapped.